Event description:
Pt's meter would not power on. Today was the first day they were unable to obtain a blood glucose reading. Pt had replaced the batteries and still did not have any power. Customer service was unable to resolve the issue and sent pt a new meter. 4 days later pt still has not received the meter, and because of that the day before, pt was admitted in the hosp for high blood sugar. Medical affairs called and spoke to pt's spouse who provided the following info: since the meter had not been working, pt had still been taking insulin without knowing what blood sugar level was. Pt was not feeling well all day, they went to the md's office and tested there and was 110mg/dl and was released. Pt was not treated in the md's office. That night, pt ahd been having symptoms, which consisted of vision loss and felt like they were passing out. Pt had loss of appetite for a couple of days, and had been diagnosed as having diabetes gastritis some time back. Because of their symptoms, spouse took them to the e.r. E.r.'s meter read 379mg/dl. Pt was treated with insulin in the hosp and was released the following morning. In the e.r., md did not give a diagnosis. Pt has received the new meter and has started using the new meter.